Event description:
An endoprosthesis made by another manufacturer was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 16 months ago. Aneurysm morphology at the time of implant was not reported and the aortic neck was short and mildly reverse tapered. It was reported that the patient had a type 1 endoleak that was successfully repaired with an aneurx aortic cuff 10 months after the initial implant. However, there was a large type 2 lumbar that was close to the aortic neck. The physician's opinion is that this led to pressurization of the aneurysm sac and the aortic neck. This also contributed to the expansion of the aortic neck requiring open repair and removal of the stent grafts 5 months later due to the sac expansion and the persistent endoleak. The aneurx stent graft was not returned to medtronic. No additional clinical sequelae were reported and the patient did well.